Manufacturer narrative:
The customer will scrap the display locally. The acuity display is an off the shelf computer peripheral made by another MFR and sold by welch allyn. Welch allyn does not possess troubleshooting capability beyond identifying these subcomponents as the source of the failure.

Event description:
The customer reported that their display failed and was replaced with on-site spare. No pt events/issues. There was no report of any patient harm as a result of the reported events.